Event description:
It was initially reported that the physician¿s handheld has been freezing. The physician is eventually about to get it to proceed with troubleshooting but this has occurred many time. Attempts for additional information have been unsuccessful.

Manufacturer narrative:
.